Event description:
It was initially reported by the physician that they could not interrogate their vns patient. They kept getting error messages and they do not believe the patient is at end of service since the patient is fairly newly implanted. Troubleshooting steps were performed and it was noted that the problem was with the handheld serial cable. New handheld was shipped to the site and good faith attempts to obtain old handheld for analysis has been unsuccessful till date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.